Event description:
It was reported that an ilet user experienced a pump pairing issue while using a dexcom g7, with the pump appearing stuck in pairing as the dexcom display showed sensor warmup, followed by blood glucose values appearing and the call ending; this was consistent with temporary signal loss to the ilet only and was addressed with troubleshooting and education. Symptoms included no reported adverse clinical effects. Outcomes included no impact on daily activities or medical intervention. Investigation included review of device interaction and user guidance consistent with standard troubleshooting for signal connectivity. Investigation of this case revealed that the sensor warmup period and subsequent signal acquisition explained the transient pairing state without device malfunction. It was concluded that the event was attributable to expected behavior during sensor warmup and transient signal loss rather than a device failure.